Event description:
A us distributor reported that the patient had developed an irritation underneath the right breast between the red and blue electrodes where the wires lay. The irritation hurts it's red with a black spot in the middle. It is reported to look like a burn and there was also blood due to the irritation breaking open. During a follow-up, it was reported that the patient's irritation improved after placing a band-aid on the affected irritation. Update: a u.s. Distributor reported that the patient was receiving check therapy pad messages.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel. Update: device evaluation of electrode belt sn (B)(6) has been completed. The reported problem (gong alarms) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the defective belt.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed an irritation underneath the right breast between the red and blue electrodes where the wires lay. The irritation hurts it's red with a black spot in the middle. It is reported to look like a burn and there was also blood due to the irritation breaking open. During a follow-up, it was reported that the patient's irritation improved after placing a band-aid on the affected irritation.